Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 11/18/2020. H.6. Investigation: five photos, two used samples, and one unit pack was received by our quality team for evaluation. From three of the photos, the valve was observed to have moved towards the cannula hub luer side. No abnormality was observed on one photo and one photo was of the top web. The used samples were subjected to visual inspection. The valve was observed to have moved towards the cannula hub luer side. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the quality team's investigation, the root cause of the leakage is due to the injection valve moving within the cannula hub. CAPA#1379444 was initiated.

Event description:
It was reported that 2 bd venflon¿ pro safety shielded IV catheters experienced leakage from the injection port. The following information was provided by the initial reporter: the injection port of two units with the lot 0036001p41 presented a leakage shortly after placing them on the patient, blood came out of the injection port. The station confirmed that there was no patient harm. It seems that the grey rubber part that regulates the flow has moved.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 2 bd venflon¿ pro safety shielded IV catheters experienced leakage from the injection port. The following information was provided by the initial reporter: the injection port of two units with the lot 0036001p41 presented a leakage shortly after placing them on the patient, blood came out of the injection port. The station confirmed that there was no patient harm. It seems that the grey rubber part that regulates the flow has moved.